Event description:
It was reported that a new ilet user paused the device during a walk, consumed two protein bars without announcing the meal, and subsequently experienced elevated blood glucose. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included troubleshooting and user education regarding proper meal announcements. Investigation of this case revealed that the device functioned as designed and that missed meal announcement and device pause contributed to hyperglycemia. It was concluded, based on previously established findings for similar reports, that user interaction contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.